Event description:
Device issue: none. Adverse event: in-stent restenosis. Onset of adverse event: approximately 6 months after the procedure. It was reported, via trial, that approx 6 months post a left anterior descending (lad) artery stenting procedure with a 2.5 x 23 mm xience v stent, the pt reported angina and was treated with medication. On (B)(6)2010, the pt was taken to the catheter lab where an angiogram showed 30% in-stent restenosis. Cutting balloon angioplasty was done and an additional stent was placed to treat the stenosis. There was no adverse pt sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturer, design or labeling.